Event description:
It was reported that on (B)(6) 2026, a 9f amplatzer trevisio delivery system was chosen for a procedure. During device preparation, the device was inspected with no crack noted at that time. While flushing the side arm in accordance with the IFU, a leak was observed from the side arm, and a crack at the connection was subsequently identified at the time, of flushing. The leak occurred during the first 30 ml syringe flush, with approximately 15 ml infused when the leak was noted. No handling or manipulation beyond standard preparation occurred prior to the observation, and no additional components of the delivery system were observed to be damaged. The procedure was completed using a 9f amplatzer torqvue exchange system. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant procedural delay or adverse patient effect.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.